Event description:
It was reported that during blood draw of one patient using bd vacutainer® one use holder, the needle and holder repeatedly separated. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.